Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. The helix was extremely stretched, and there was foreign material entwined in the helix. It appears to be some type of fiber, possibly gauze. There was separation noted between the tip anode ring and the neck insulation. This ra lead passed the continuity test with manipulation.

Event description:
Boston scientific received information that when the physician was about to implant this right atrial (ra) lead it was observed the helix was broken. The decision was made to implant a new ra lead. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report was updated.

Event description:
----